Event description:
Per the clinic, the patient experienced poor performance with the device, and the issue could not be resolved. The device was explanted on (B)(6), 2012. During the same surgery, the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on august 21, 2013.